Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level and vomiting; cause was not known. At the time of the event, the customer was on airplane and required assistance offboarding the plane and also in obtaining carbohydrates to treat the low bg level. No additional information was provided.